Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing symptoms of light-headedness and ¿heat exhaustion¿ while her cgm mobile device displayed glucose values between 45¿65 mg/dl. No blood glucose meter (bgm) reading was taken, as the patient stated she does not ¿have blood on her fingers.¿ following a call to her physician, she was directed to the emergency room. Upon arrival, her cgm still displayed a reading of 63 mg/dl, while a bg test showed a value of 195 mg/dl. She was treated with intravenous saline, and the cgm sensor was removed. A flu test was also performed due to her symptoms of heat exhaustion. After approximately 7 hours of observation, her bg was recorded at 188 mg/dl, and she was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm mobile device read 45 ¿ 65 mg/dl. The reported glucose values taken at the ER fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.